Manufacturer narrative:
Additional reporter: (B)(6), materials supervisor/buyer / (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the customer was unable to remove the dilator from the sheath and could not insert the intra-aortic balloon (iab) through the sheath. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and dilator, as well on the exterior and interior of the sheath. The sheath and dilator were returned separate from the catheter. A kink was observed on the catheter tubing approximately 36.3cm from the iab tip. The one way valve was returned attached to the extracorporeal tubing. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. The sheath and dilator were measured and found to be within specification. The dilator was inserted and removed from the sheath with no difficulties. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The reported difficulty to remove the dilator from the sheath could not be confirmed by the evaluation. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.